Event description:
Patient received an intra-aortic balloon pump (iabp) during a cardiac catheterization. Once transferred to the ICU, helium leak alarm went off so that patient had to be taken back to the cath lab for replacement of the iabp. No impact on patient or adverse effects, however there were potentially adverse effects which is why this was reported. Please note the initial report about there being two iabps that failed was incorrect as there was only one iabp inserted that needed to be replaced.